Manufacturer narrative:
A patient experienced lead migration was reported to abbott. X-rays confirmed only one lead had migrated and had high contacts. As a result, the lead was replaced. The physician made the battery site pocket a little deeper because the patient was complaining of pocket site pain. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Related manufacturer report number:3006705815-2023-03624. It was reported that the patient was experiencing discomfort at the site of the ipg prior to their expected lead revision. Surgical intervention took place on (B)(6) 2023 wherein the patient's ipg was repositioned and one lead was explanted, and replaced. Therapy was restored post operatively.